Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving unknown drug via an implantable pump. It was reported the patient had increased back pain on (B)(6) 2022. The patient went to the clinic for a pump refill and during the pump refill it was noted the pump had flipped. The residual volume was 14.6 ml and it was expected to be 7.6 ml. The patient underwent pump check and during a catheter access port contrast study the catheter was found to be occluded. On (B)(6) 2022, the pump pocket size was reduced to fit the pump better and the catheter was replaced. It was indicated the event was related to the device or therapy and related to the implant procedure. The issue resolved without sequelae on (B)(6) 2022.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.